Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
(B)(4). Husband (B)(6), stating they are having a hard time with the sensor and reading it. States they called yesterday to upload and also getting a replacement but current bg is 130 but sensor showing 49. Is telling her it wants to go to ths. Cust was on the phone as well and she stated it was ok to speak with her husband as well. Inquired what led up to the complaint.